Event description:
It was reported that the patient suddenly felt an increase in stimulation while driving his car. He could not reduce the stimulation with his patient programmer. The patient was transferred to the hospital and the physician was able to turn it off with the physician programmer. Both the stimulator and the patient programmer seemed to be working normally after interrogation. Additional information received reported that the patient programmer seemed to work fine. When pressing the increase button on the patient programmer, the stimulation increased; however, the stimulation did not reduce when pressing the decrease button. The on/off indicator showed that the stimulator could be turned on and off, but the stimulation was on all the time. The amplitude started to increase automatically while the patient was away from the patient programmer. The device was replaced. Patient outcome was reported as "fine."

Manufacturer narrative:
Product ID 37744, serial# (B)(4), product type programmer, (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model #: 37702, serial #: (B)(4)) found no anomaly. Good, stable output was measured on all electrode pairs. Both devices, including the patient programmer (model #: 37744, serial #: (B)(4)), functioned properly throughout the test. Both devices were set to the parameters the explanted device had when received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.